Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. Visual examination of the provided pictures identified the shell covered in bio debris on the outer and inner surface. There is a fractured off fragment of the inserter seen stuck in the screw hole. An image of the inserter tip is also seen, and the tip is covered in bio debris and is fractured. No further observations could be made based on the image provided. No product was returned; further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Event description:
The cannulated inserter handle broke while it was screwed onto the acetabular cup. The handle could not be removed, necessitating explantation of the cup. A new multi-hole cup was subsequently implanted.

Manufacturer narrative:
(B)(4). D10: 110010243 g7 osseoti 3 hole shell 50mm d 67325209. G2: foreign: australia. It was reported that no additional information is available; therefore, product identification could not be determined. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.